Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Unable to verify flashing white light display due to blank display. Unit was received with moisture damage on motor assembly, cracked battery tube threads, cracked case along the side of the battery tube, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose at the time of the incident is 21 mmol/l, treated with manual injections. Customer stated the display is blank at the time of the call and it has been for more than 30 seconds. Troubleshooting was performed. No damage was noted in the battery compartment or battery cap. Customer was advised to clean the battery compartment and insert a new battery, however the display did not return. Customer mentioned the insulin pump was exposed to moisture. Customer had gone swimming and when the device was exposed. Customer was advised to discontinue use of the device, revert to back up plan, and return the device for analysis. The insulin pump is not returning for analysis.